Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 05-mar-2020. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('lower back pain') in a 35-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion medically significant), abdominal pain upper ("stomach ache"), menopause ("menopause"), tendonitis ("tendonitis"), exostosis ("heel spur"), fatigue ("fatigue"), pain in extremity ("pain in the left leg") and sinusitis ("sinusitis") and was found to have weight increased ("weight gain"). At the time of the report, the back pain, abdominal pain upper, weight increased, menopause, tendonitis, exostosis, fatigue, pain in extremity and sinusitis had not resolved. The reporter provided no causality assessment for abdominal pain upper, back pain, exostosis, fatigue, menopause, pain in extremity, sinusitis, tendonitis and weight increased with essure. The reporter commented: period of occurrence: shortly after implantation to date. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 05-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('lower back pain') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion medically significant), abdominal pain upper ("stomach ache"), menopause ("menopause"), tendonitis ("tendonitis"), exostosis ("heel spur"), fatigue ("fatigue"), pain in extremity ("pain in the left leg") and sinusitis ("sinusitis") and was found to have weight increased ("weight gain"). At the time of the report, the back pain, abdominal pain upper, weight increased, menopause, tendonitis, exostosis, fatigue, pain in extremity and sinusitis had not resolved. The reporter provided no causality assessment for abdominal pain upper, back pain, exostosis, fatigue, menopause, pain in extremity, sinusitis, tendonitis and weight increased with essure. The reporter commented: period of occurrence: shortly after implantation to date. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.